Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to performed the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer insulin pump was replaced.